Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula dislodged from the infusion site. We are unable to confirm or determine the root cause of the reported dislodged cannula and if it could have contributed to the reported hyperglycemia. Lot release was found to have met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.0 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The caller stated that her daughter was wearing a pod, but a few minutes after the cannula was inserted in her skin, her daughter mentioned that she experienced intense pain at the site where the cannula was inserted. The caller indicated that her daughter felt the cannula deploy twice, which caused additional pain. Cannula deploying twice indicates a needle mechanism failure. After she removed the pod from her daughter, she noticed two marks on her daughter¿s abdomen at the site where the pod had been placed. The pod was worn less than an hour. No impact to the patient's glucose level was reported. The pod was discarded.